Manufacturer narrative:
This event occurred outside the us. All information provided is included in this report. If additional relevant information is received, a supplemental report will be submitted. Patient information is not generally available due to confidentiality concerns.

Event description:
It was reported by clinician that the egm and markers did not match/align. Doctor believes device is not pacing and sensing appropriately. Device is still in use and no patient complications have been reported as a result of the event.